Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin 1 gram every fourth day (duration not reported) and (ip) fortum 1 gram daily (duration not reported).the cause of the peritonitis was unknown. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.